Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that there was a warning for superior vena cava (svc) defibrillation coil impedance on the right ventricular (rv) lead out of the normal range. The impedance had gone above the normal range and had decreased the following day. The lead remains in use. No patient complications have been reported as a result of this event.